Event description:
During a routine maintenance inspection, the facility biomed observed that the metal plate was separating from the external hard paddles. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio- control evaluated the paddles in question at the failure analysis center and verified the reported problem. Physio found the electrode plate separated from the plastic body assembly of the adapter on one of the paddles. Follow up with the reporter found that the facility had several replacement external hard paddles readily available for service.